Event description:
Additional information was received from a healthcare provider via a manufacturing representative. The rep indicated they had met with the patient to see if the pump had turned back on after the MRI. When the rep arrived, the MRI tech said the pump was at a 90-degree angle and they could not scan it. It was stated that the MRI tech was a new employee. The neurosurgeon got involved and noted that the pump was fine and was not at a 90-degree angle. The neurosurgeon told the rep that everything was fine, and nothing was wrong with the pump. The patient had an MRI scan successfully 2 weeks later.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. Compatibility guidelines were requested for an MRI. It was noted the MRI center notified the rep that they took an x-ray of the patient¿s pump and determined it was oriented 90 to z-axis of scanner and did not proceed with the scan. The rep had limited information. Patient symptoms were not reported, and the event date was (B)(6) 2019. No further complications were reported.